Event description:
It was reported the patient's device was hurting them and they stated they overdosed him at implant and the patient went through withdrawals from the dilaudid they gave him. The patient was in the hospital for seven days after implant. "Patient wanted to know what to go to get it out."

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).